Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised due to loosening of the constrained liner which was cemented into the shell. Surgeon reported that he felt the (stryker) cement mantle was not robust enough for the liner, and that revision was primarily due to the patient having very little muscle structure. The liner and femoral head were revised to devices of the same catalog number (different lots). Rep reported that no further information is available.